Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. No defect or deficiency that would have caused the cannula to fail to insert properly or the pump to fail to deliver insulin was found. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt delivery and contribute to hyperglycemia. It cannot be confirmed nor excluded through laboratory investigation. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery" and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It also warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of her healthcare provider."

Event description:
The customer reported that her blood glucose result was 281 mg/dl. She noticed that the cannula had come out of her skin. The cannula also looked red, but she said there was no blood. She was reassured that it was okay to change the pod.